Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure (batch no. 654842, 20193381) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test not performed". The patient's medical history included abdominal cramps, pelvic pain female, paratubal cyst and biopsy. Previously administered products included for an unreported indication: mirena. Concomitant products included ascorbic acid, ascorbic acid and vitamins nos (multivitamins). On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced nausea ("nausea"). In (B)(6) 2010, the patient experienced alopecia ("hair loss"). In (B)(6) 2010, the patient experienced heavy menstrual bleeding ("menorrhagia (heavy menstrual bleeding)/ abnormal bleeding") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In 2013, the patient experienced vaginal discharge ("vaginal discharge"). In 2017, the patient experienced bladder disorder ("bladder or urinary problems or changes") and urinary tract disorder ("bladder or urinary problems or changes"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("abnormal bleeding (general)"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse),"), back pain ("back pain"), abdominal pain ("abdominal pain"), urinary tract infection ("uti"), migraine ("migraines / headaches") and fatigue ("fatigue") and was found to have weight increased ("weight gain"). The patient was treated with surgery (laparoscopic salpingectomy). Essure was removed on (B)(6) 2021. At the time of the report, the pelvic pain, genital haemorrhage, dysmenorrhoea, dyspareunia, back pain, heavy menstrual bleeding, abdominal pain, urinary tract infection, vaginal discharge, bladder disorder, urinary tract disorder, migraine, nausea, fatigue, alopecia, weight increased and vaginal haemorrhage outcome was unknown. The reporter considered abdominal pain, alopecia, back pain, bladder disorder, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, heavy menstrual bleeding, migraine, nausea, pelvic pain, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: date(s) of insertion: (B)(6) 2009 (discrepancy noted, as per pif). Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram pelvis - on an unknown date: there is a small volume of free fluid in the pelvis. Essure devices appear to be in place bilaterally. Lot number: 20193381 manufacturing date: 2009-07 expiration date: 2012-07 . Lot number: 654842 manufacturing date: 2009-07 expiration date: 2012-07 . Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 8-oct-2021: quality safety evaluation of ptc we received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure (batch no. 654842, 20193381) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test not performed". The patient's medical history included abdominal cramps, pelvic pain female, cyst and biopsy. Previously administered products included for an unreported indication: mirena. Concomitant products included ascorbic acid, ascorbic acid and vitamins nos (multivitamins). On (B)(6) 2009, the patient had essure inserted. In december 2009, the patient experienced nausea ("nausea"). In (B)(6) 2010, the patient experienced alopecia ("hair loss"). In (B)(6) 2010, the patient experienced heavy menstrual bleeding ("menorrhagia (heavy menstrual bleeding)/ abnormal bleeding") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In 2013, the patient experienced vaginal discharge ("vaginal discharge"). In 2017, the patient experienced bladder disorder ("bladder or urinary problems or changes") and urinary tract disorder ("bladder or urinary problems or changes"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("abnormal bleeding (general)"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse),"), back pain ("back pain"), abdominal pain ("abdominal pain"), urinary tract infection ("uti"), migraine ("migraines / headaches") and fatigue ("fatigue") and was found to have weight increased ("weight gain"). The patient was treated with surgery (laparoscopic salpingectomy). Essure was removed on (B)(6) 2021. At the time of the report, the pelvic pain, genital haemorrhage, dysmenorrhoea, dyspareunia, back pain, heavy menstrual bleeding, abdominal pain, urinary tract infection, vaginal discharge, bladder disorder, urinary tract disorder, migraine, nausea, fatigue, alopecia, weight increased and vaginal haemorrhage outcome was unknown. The reporter considered abdominal pain, alopecia, back pain, bladder disorder, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, heavy menstrual bleeding, migraine, nausea, pelvic pain, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: date(s) of insertion: (B)(6) 2009 (discrepancy noted, as per pif). Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram pelvis - on an unknown date: there is a small volume of free fluid in the pelvis. Essure devices appear to be in place bilaterally. Lot number: 20193381 manufacturing date: 2009-07 expiration date: 2012-07. Lot number: 654842 manufacturing date: 2009-07 expiration date: 2012-07. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 1-oct-2021: mr received. Case becomes an incident. Removal was added. Surgery name, concomitant drugs, concurrent conditions, reporters were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.